Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, scratches on the display window and cracked case near the display window corners. The insulin pump passed the priming, displacement, basic occlusion, occlusion and excessive no delivery alarm tests.

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was 450 mg/dl. Customer treated their high blood glucose via manual injection. Customer advised they tried different insulin, rotated their sites and continued to experience high blood glucose levels. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.